Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump has a constant tone before and after a battery change. Customer's blood glucose was unknown at the time of incident. Troubleshooting found that the new battery did not restore pump function. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent blank display and constant audio alarm tone due to moisture damage on the electronic stack. No moisture damage on the motor noted. We were unable to perform self-test, error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, operating currents, off no power test and excessive no delivery test due to blank display. We were unable to confirm unresponsive buttons due and display anomaly due to blank display. Upon visual inspection the connector at the lcd board found unlocked. The insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner and cracked belt clip slot.